Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports during a cardioversion as the shock was being delivered the staff heard a "pop". The customer further reports there was an insulation break on one of the wires by the connector. The electrodes were replaced with another set.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.